Event description:
It was reported that the right ventricular lead exhibited noise and high impedance; causing episodes of noise reversion. Noise was reproducible in clinic. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.